Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an air leak in solution bag alarm occurred on an amia automated pd system. This event occurred during the last cycle while the patient was connected. The patient stated that they received the message ¿air leak in solution bag¿ and that they had to shut the amia automated pd system down. The patient stated that they did not know which bag had the air leak. The patient stated that the disposables were from a brand new case that was just opened. There was no patient injury or medical intervention associated with this event. No additional information is available.